Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery device had foreign substance on it, the device had low power, would not engage the coupling, the trigger did not move smoothly and was stuck, the coupling was defective, the device was oscillating slowly and the control unit was damaged on the outside. It was further determined that the device failed pretest for general condition, check the attachment coupling, check triggers, check the oscillation angle, check switching function forward / reverse and check power with test bench (minimum: 67.5 to maximum: 110 w (watt). Record the value of test bench. - record value "0" in case of no function of handpiece. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: b5: upon further investigation of the device evaluation, it was determined that it was reported that the device has low power in error. Upon further review, it was determined that the device would no run. This information does not change the reportability of the event.